Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the screen on her display window was scratched. The patient's blood glucose at the time of incident was 240 mg/dl. Troubleshooting wasa initiated for the physical damage. The device was functioning normally but the screen was difficult to read. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan per health care professional's instruction. The insulin pump will be returned for analysis and a replacement device was shipped to the customer.

Manufacturer narrative:
The insulin pump was received with corroded battery tube and with broken battery tube threads however, the operating currents are within specifications and passed self-test, a21 error test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The insulin pump had minor scratches the on case and lcd window. The insulin pump was missing the end cap sticker and address serial label.